Event description:
On may 14, 2008, the lay-user/patient contacted lifescan alleging that a one touch basic meter was not powering on. The patient indicated that the alleged meter issue started on four days earlier, in the morning. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unspecified date/time after the issue began, the patient reportedly developed symptoms of dizziness. On two days prior to original date, at 5:00 pm, the patient received assistance in an emergency room (ER). Her blood glucose was tested on an ER/hospital meter and a result of "31 mg/dl" was obtained. The patient was reportedly treated with oral glucose. It would have been helpful to know the following information: the patient's testing frequency, her diabetes management regimen, and what actions she took before and after the symptoms developed. In addition, it would have been helpful to know what date/time the symptoms developed and why she went to the hospital. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of hypoglycemia and had to receive medical treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.